Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("portion of the left essure micro-insert that had perforated, and were sticking out of the top of, the uterus"), device breakage ("CT scan results noted the presence of an essure fragment in the abdominal cavity"), device dislocation ("CT scan results noted the presence of an essure fragment in the abdominal cavity"), gastrointestinal injury ("possible perforation of colon") and bladder perforation ("possible perforation of bladder") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage was seen on the left side/ patency on left side". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with abdominal pain lower, pelvic pain and uterine pain, device breakage (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse"), dysmenorrhoea ("abnormally severe menstrual pain"), migraine ("worsening of migraines and headaches"), fatigue ("fatigue"), menorrhagia ("heavy menstrual bleeding/prolonged menstruation"), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings") and menstrual disorder ("abnormally menstrual bleeding"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (on (B)(6) 2014, she underwent a total vaginal hysterectomy (uterus and cervix were removed)), surgery (on (B)(6) 2015, she underwent a laparoscopic cytoscopy and foreign body removal), surgery (on (B)(6) 2015, she underwent a laparoscopic cytoscopy and foreign body removal), surgery (on (B)(6) 2015, she underwent a laparoscopic cytoscopy and foreign body removal) and surgery (on (B)(6) 2015, she underwent a laparoscopic cytoscopy and foreign body removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, gastrointestinal injury, bladder perforation, dyspareunia, dysmenorrhoea, migraine, fatigue, menorrhagia, dysgeusia, mood swings and menstrual disorder outcome was unknown. The reporter considered bladder perforation, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, menorrhagia, menstrual disorder, migraine, mood swings and uterine perforation to be related to essure. The reporter commented: in (B)(6) 2014, patient met with doctor to further discuss the results of her hsg test. In light of the fact that the essure micro-inserts could not be located from the hsg imaging, it was doctor recommendation that she undergo surgery to remove her fallopian tubes. On (B)(6) 2014, she underwent a diagnostic hysteroscopy, diagnostic laparoscopy, and bilateral salpingectomy, during which her fallopian tubes were removed. Right essure was successfully removed, as it was still located within the fallopian tube. The left may not have been completely removed at that time due to the fact that it had migrated into the uterus and could not be visualized and there was a portion of the left essure that perforated and was sticking out of the top of her uterus. Despite having the right essure removed, and possibly all of the left essure removed, plaintiff continued to experience an array of symptoms, including: severe abdominal cramping; painful menstruation; and sharp, lower abdominal pain. On (B)(6) 2014, she underwent a total vaginal hysterectomy, during which her uterus and cervix were removed. On (B)(6) 2015, plaintiff´s abdominal pain was alarming when she attempted to urinate, she was admitted to the emergency room. Essure possible perforated her colon and bladder. On (B)(6) 2015, she underwent a laparoscopic cystoscopy and foreign body removal. Post-operatively, essure fragment was found in the piploica portion of the sigmoid colon, just to the left of the midline in the pelvic area. Since her most recent removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2015: essure fragment within abdominal cavity on (B)(6) 2014, hysterosalpingogram confirming full occlusion of right fallopian tube. However, spillage was seen on the left side, confirming tubal patency of the left fallopian tube. Post-operative, pathological examination of the uterus did not find evidence of any essure fragments. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("portion of the left essure micro-insert that had perforated, and were sticking out of the top of, the uterus"), device breakage ("CT scan results noted the presence of an essure fragment in the abdominal cavity"), device dislocation ("CT scan results noted the presence of an essure fragment in the abdominal cavity/ migration of essure device"), gastrointestinal injury ("possible perforation of colon") and bladder perforation ("possible perforation of bladder") in a 33-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "spillage was seen on the left side/ patency on left side". The patient's past medical history included depression. Previously administered products included for an unreported indication: mirena. Concurrent conditions included headache, nausea, dysuria, dizziness, flank pain and obesity. Concomitant products included cholecalciferol (vitamin d), ibuprofen, ibuprofen (motrin), medroxyprogesterone (depo provera), paracetamol (tylenol) and vitamin b. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 18 days after insertion of essure, the patient experienced alopecia ("hair loss"), fatigue ("fatigue") and dysmenorrhoea ("abnormally severe menstrual pain/ dysmenorrhoea"). On (B)(6) 2015, the patient experienced dyspareunia ("painful intercourse"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine pain and abdominal pain lower, device breakage (seriousness criteria hospitalization and intervention required), device dislocation (seriousness criteria hospitalization and intervention required), gastrointestinal injury (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criteria medically significant and intervention required), dysgeusia ("metallic taste in mouth"), mood swings ("mood swings"), migraine ("worsening of migraines and headaches"), menstrual disorder ("abnormally menstrual bleeding") and menorrhagia ("heavy menstrual bleeding/prolonged menstruation"). The patient was hospitalized on (B)(6) 2015. The patient was treated with surgery (total hysterectomy (uterus and cervix removed) surgical removal of coil(s) bilateral salpingectomy) and surgery (on (B)(6) 2015, she underwent a laparoscopic cytoscopy and foreign body removal). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device breakage, device dislocation, gastrointestinal injury, bladder perforation, dysgeusia, mood swings, fatigue, migraine, dyspareunia, dysmenorrhoea, menstrual disorder and menorrhagia outcome was unknown. The reporter considered alopecia, bladder perforation, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal injury, menorrhagia, menstrual disorder, migraine, mood swings and uterine perforation to be related to essure. The reporter commented: in (B)(6) 2014, patient met with doctor to further discuss the results of her hsg test. In light of the fact that the essure micro-inserts could not be located from the hsg imaging, it was doctor recommendation that she undergo surgery to remove her fallopian tubes. On (B)(6) 2014, she underwent a diagnostic hysteroscopy, diagnostic laparoscopy, and bilateral salpingectomy, during which her fallopian tubes were removed. Right essure was successfully removed, as it was still located within the fallopian tube. The left may not have been completely removed at that time due to the fact that it had migrated into the uterus and could not be visualized and there was a portion of the left essure that perforated and was sticking out of the top of her uterus. Despite having the right essure removed, and possibly all of the left essure removed, plaintiff continued to experience an array of symptoms, including: severe abdominal cramping; painful menstruation; and sharp, lower abdominal pain. On (B)(6) 2014, she underwent a total vaginal hysterectomy, during which her uterus and cervix were removed. On (B)(6) 2015, plaintiff´s abdominal pain was alarming when she attempted to urinate, she was admitted to the emergency room. Essure possible perforated her colon and bladder. On (B)(6) 2015, she underwent a laparoscopic cystoscopy and foreign body removal. Post-operatively, essure fragment was found in the epiploica portion of the sigmoid colon, just to the left of the midline in the pelvic area. Since her most recent removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.6 kg/sqm. Computerised tomogram abdomen - on (B)(6) 2015: essure fragment within abdominal cavity on (B)(6) 2014, hysterosalpingogram confirming full occlusion of right fallopian tube. However, spillage was seen on the left side, confirming tubal patency of the left fallopian tube. Post-operative, pathological examination of the uterus did not find evidence of any essure fragments. On (B)(6) 2014, pregnancy test was negative. Concerning the injuries reported in this case, the following one were reported via medical records confirming events pelvic pain, migraine, majority of the coil remained embedded in the myometrium and abdominal pain. Most recent follow-up information incorporated above includes: on (B)(6) 2018: medical record was received- reporter information added, case became medically confirmed, all relevant medical history, concurrent condition, concomitant medication were added. On (B)(6) 2018: plaintiff fact sheet was received- all relevant medical history, concurrent condition, concomitant medication were added. Fu 1 and 2 processed together. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.